Event description:
It was reported that a power source alert occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging successfully, requiring no further assistance.